Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin flap breakdown at the implant site. Subsequently on (B)(6) 2015, the patient underwent a skin procedure. The implanted device remains.